Event description:
Information received indicating that cadd legacy plus gave motor error. The reported event did not occur while in use with the patients.

Manufacturer narrative:
One infusion pump was received for evaluation. A DHR review was performed subsequent to the manufacturing of the device and prior to its release; no problems identified during this DHR review. Upon review of the event history log of the pump, 1871 error code messages were noted. Device underwent functional testing; confirming the reported customer complaint. The pump was found to be displaying "1871" error code message on power up. The motor was locked out, noted to be the cause. The problem source has been determined to be unknown however.